Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). The device therapy was exhausted in two episodes. Technical services (ts) discussed the programming of the device. This ICD remains in service. No additional adverse patient effects were reported.